Manufacturer narrative:
The insulin pump had no act button response due to corroded act keypad trace. Unable to verify for operating currents including, failed battery test alarm or battery out of limit alarm due to no act button response. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 177 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.